Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported the uom had changed on their unlocked freestyle flash meter. It appears from the info provided, the meter has very likely suffered from the memory overwrite malfunction. There were no report of death, serious injury or mistreatment associated with this event.